Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,underwent robotic laparoscopic sacral colpopexy using pelvicol, anterior colporrhaphy with pelvisoft arcus to arcus hammock replacement of the pubovesical cervical fascia, tension-free vaginal tape, suburethral sling, cystourethroscopy, right salpingo-oophorectomy and adhesiolysis under generalanesthesia.as per pfs, outcome attributed to device "pain, infection, urinary problems, recurrence, dyspareunia and vaginal scarring".